Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer's mother reported her daugther's blood glucose, carbohydrate intake and insulin history is as follows: time: 12:00pm, bg(mg/dl): 272, cho(g): 40, bolus(u): 2.90. Time: 3:40pm, bg(mg/dl): 336, bolus(u): 1.80. She then noticed the cannula was kinked.